Event description:
Terumo received the following reported information: while the patient was in the post anesthesia care unit (pacu), the tr band deflated. No injuries were reported.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: manager h4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.